Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
Device malfunction: none. Symptom/ae; stroke. Time of symptom/ae: post procedure. It was reported that during an interventional stenting procedure, the pt experienced a no-flow condition through the emboshield, embolic protection device. The physician performed multiple aspirations to empty the emboshield to improve blood flow. The procedure was completed and the stents were successfully implanted. When the emboshield was removed, it was noted that the basket was full of debris. After the procedure, the pt experienced a stroke and was transferred to ICU. The stroke symptoms were requested, but not provided. The patient was treated with tissue plasminogen activator (tpa) and her symptoms resolved in a few hours. No additional info is available.